Event description:
It was reported that the t:slim x2 pump battery was not charging, and the pump screen remained dark, preventing confirmation of any power source alerts. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.